Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the promus premier mr, ous 3.0x38mm stent delivery system (sds) was returned for analysis. The crimped stent was visually and microscopically examined and damage to the distal end of the stent was noted; strut 1 was raised and pulled in a distal direction, strut 2 and 3 appeared stretched. Balloon sections of the device were visually and microscopically examined and no issues were noted. The balloon was tightly wrapped and was not subjected to positive pressure. There were multiple hypotube kinks noticed along the catheter length. The midshaft and polymer extrusions were not damaged. There were no issues noted with the manifold. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 28-sep-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The non-totally occluded, 36mm x 3.0mm, de novo, concentric target lesion, containing a >=90 degree bend was located in the severely tortuous and moderately calcified left anterior descending (lad) artery. A 38 x 3.00 promus premier stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.